Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that (B)(6) 2024 subject came into clinic due to concern of pain from her incisions, and they are catching their clothes along with some clear discharge when they push on the incisions. Reassured incisions looked ok however, due to scabs catching, recommend covering them to prevent the m for catching to allow better healing and to follow up in 1 week. (B)(6) 2024 subject calls reporting she has a hole in incision and sent picture, which was reviewed and determined to look much better, however recommended she come in to be seen if she is concerned. The, subject did make an appointment but did not show up. (B)(6) 2025 subject seen in clinic for continued concern on incision pain and wound healing and report drainage still and no fever. Upon assessment, incisions are irritated, with a, s mall opening at the v-loc suture but no drainage; however, underneath is soft and there is no evidence of induration or hematoma. At this time, pi feels more cellulitis and healing/absorbing process. It was related to the implant procedure. The patient was given bacitracin to apply nightly. Even is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they reviewed the incision and the area had healed. The issue was resolved without sequalae on (B)(6) 2025.